Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Event date, not provided; the pt did not have the dates or discharge summaries during the call.

Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist reviewed information the pt/layperson gave to a customer care advocate (cca) in 2009; the cca replaced meter, test strips, and control solutions. The pt informed the cca that her onetouch ultralink's display was damaged when her boyfriend threw the meter against the wall around early 2009. A black mark appeared on the screen, covering the blood glucose results. The pt's doctor provided a prescription for humalog insulin and syringes since the patient is on a pump and the meter reportedly no longer transmitted results since it was thrown. The pt also borrowed a friend's meter. Initially the pt said she borrowed the meter twice a day and then stated every other day. The pt did not provide the date she began using the other meter. After the reported issue began, the pt allegedly was hospitalized eight times for "dka" with symptoms of frequent urination. The pt reported being treated each time with an IV insulin drip. Although human error caused the reported issue, the complaint is reported due to the pt's allegation that the black mark was responsible for the hospitalizations and treatments because she was unable to see the results to adjust insulin.